Event description:
It was reported that, the customer notified the clinical specialist (cs) that the po2 is low. They stated that they will not use this device until service is completed. The cs explained that the device will automatically adjust the oxygen and air to maintain the po2 in the pre set range. They are concerned that this particular device has a lower range than another device that is onsite.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. It was confirmed the customer reported low o2 readings based on abgs taken externally, although no actual error was indicated on the metra. The se inspected the unit for any potential o2 related issues. The se verified the o2 readings were with product specification. As a precaution, the se replaced the o2 diverter valve. Subsequently, all testing was completed successfully.